Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and was found in normal condition. A second visual inspection revealed damage to the peek housing. Scanning electron microscopy was performed, and the results showed evidence of scratches and mechanical damage on the peek housing. It is possible that the damage was caused by contact with an unknown object. No other anomalies were observed. Per the reported event, an irrigation test was performed, which the catheter passed. No occlusion was observed. The customer complaint regarding irrigation cannot be confirmed. The root cause of the peek housing damage cannot be determined.

Event description:
It was reported that a patient underwent a procedure with a navistar thermocool catheter where the irrigation was inadequate. During the procedure, the catheter was not irrigating evenly. It was exchanged for a new one, and the case continued. No patient consequences were reported. On (B)(6) 2017, the device was received by bwi for analysis. An initial visual inspection found the product to be in normal condition. On (B)(6) 2017, a second visual inspection found damage to the peek housing. Scanning electron microscopy was performed, and the results showed evidence of scratches and mechanical damage on the peek housing. If the peek housing is split/detached or internal components are exposed, there is a potential risk to the patient. As a result, this event is MDR reportable. The awareness date for this event was reset to (B)(6) 2017, the date of the reportable finding.